Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Swallowed 2 or 3 drops of adhesive, each about the size of mung bean [accidental device ingestion]. During the period of use, the aligner/corrector is removed about once every two or three days. When removed, the adhesive has disappeared. [Wrong technique in device usage process]. This case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a child patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number bt4c, expiry date 31st december 2022) for dental prosthesis user. Concurrent medical conditions included oral disorder and dental prosthesis user. Concomitant products included no therapy. On an unknown date, the patient started polident denture adhesive cream 40 g. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and wrong technique in device usage process. The action taken with polident denture adhesive cream was unknown. On an unknown date, the outcome of the accidental device ingestion and wrong technique in device usage process were unknown. It was unknown if the reporter considered the accidental device ingestion and wrong technique in device usage process to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Adverse event information was received on 17/mar/2021 via call center representative. The consumer stated "because child had problem with the oral cavity, was treated in a certain city's dental hospital, wears aligner/corrector, and adhesive has to be used. Consumer purchased polident adhesive cream 40g (batch number bt4c, valid period 202212) from an e-commerce store for the child to use. During the period of use, the aligner/corrector is removed about once every two or three days. When removed, the adhesive has disappeared. Each time, the child would have swallowed 2 or 3 drops of adhesive, each about the size of mung bean. Consumer has asked the e-commerce merchant. The merchant stated that there is no problem in this situation. Consumer indicated that the child is required to wear aligner/corrector long-term (about 2-3 years), also indicated that other children also had this situation of swallowing adhesive (information regarding product used is unknown). Other family members [of the children] also bought it from the same e-commerce store, everyone recommended the use to one another. Because consumer refused to provide pii information, other hsi information is unknown, hence follow-up refused". This case is linked to case ID (B)(4) due to same reporter.